Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: dislodged stent. It was reported that the pt was in the process of a coronary angioplasty for the right coronary artery (rca). After successful multiple balloon inflations of the occlusion, the balloon was withdrawn. Then a 3.0 x 28 mm promus drug-eluting stent was advanced to the right coronary vessel. Once the stent delivery system (sds) entered the artery, it would not advance. In the attempt to retract the system into the guide, the stent dislodged from the sds at the tip of the guide. The stent and guide were pulled back to the sheath in the right femoral artery. A vascular surgeon retrieved the dislodged stent from the femoral artery by making an incision into the right femoral artery. The stent appeared to have crimped on entry to the rca. Accessed the left femoral artery to complete the coronary case. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in us.